Event description:
The customer reported that the system won't take xrays.

Manufacturer narrative:
The MDR is related to ge healthcare complaint. The ge service rep found that the system does not make an image. He tested and verified operation of monoblock generator. The monoblock appears to work properly. He verified x-ray hand controls. The problem with "x-ray on" command is suspected. He reseated the control circuit boards b100, b104 and b106 and associated connectors. The system still does not activate monoblock. The problem was unresolved. Further troubleshooting is under consideration by owner.